Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: continuous glucose monitor (cgm) data recorded blood glucose of 40 mg/dl on 11/23/2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. All boluses delivered by the user on 11/23/2018 were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. Additionally, the user made bolus requests while still having insulin on board (iob) and without entering current bg level.making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Carbohydrates was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.